Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had a short battery life issue and subsequently lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 01/13/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: a review of the pump¿s black box revealed no evidence of a short battery life. The battery compartment and cap were undamaged and able to fit securely. The ez prime steps were performed correctly with all current readings within specification. The original complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board.